Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter (plus sphere and axis) were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. When a wrong lens power is implanted an exchange with the correct power resolves the problem. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. The patient's best-corrected visual acuity was 20/30. The reporter indicated an error was made by the facility when entering the pre-op data for calculation of the lens power.